Event description:
Procedural notes: additional measures for management of occlusive disease of iliac arteries or stenotic aortic bifurcation = balloon dilation with kissing-stent-technique discharged (B)(6) 2019 imaging at discharge visit reports no complications and patent graft. 3-month follow-up visit restricted due to covid19. Follow-up visit on (B)(6) 2020 reports peripheral macroembolization, grade 2 severity (embolectomy or other minor secondary operation, minor tissue loss, minor amputation). Patient was admitted to hospital on (B)(6) 2020. On (B)(6) 2020, iliac stent graft occlusion was reported resulting in reintervention: thrombectomy. Additional reintervention notes - incomplete ischemia right leg due to iliac stent graft occlusion. Adverse event start date: (B)(6) 2020. The investigator assessed the event of iliac stent graft occlusion as related to procedure, related to iliac leg device and not related to pre-existing condition. No further information reported on event. Patient outcome - "the event was considered resolved without sequalae on (B)(6) 2020 with patient discharged. Patient has since had two-year post op follow up visit on (B)(6) 2021, reports no further events or interventions. Imaging at 2-year follow-up visit reports patent graft."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00127, and device 3 is being reported under MDR-2247858-2022-00129. For device 2, the expiration date listed on the labeling was 12/02/2019; however, the date of implantation was (B)(6) 2019. This was acceptable because on july 28, 2016, an extension from a 2 year shelf life to a 3 year shelf life was approved by the notified body. Therefore, the expiration date was actually 12/02/2020.

Event description:
Procedural notes: additional measures for management of occlusive disease of iliac arteries or stenotic aortic bifurcation = balloon dilation with kissing-stent-technique discharged (B)(6) 2019 imaging at discharge visit reports no complications and patent graft. 3-month follow-up visit restricted due to covid19. Follow-up visit on 15 aug 2020 reports peripheral macroembolization, grade 2 severity (embolectomy or other minor secondary operation, minor tissue loss, minor amputation). Patient was admitted to hospital on (B)(6) 2020. On (B)(6) 2020, iliac stent graft occlusion was reported resulting in reintervention: thrombectomy. Additional reintervention notes - incomplete ischemia right leg due to iliac stent graft occlusion. Adverse event start date: 16-aug-2020 the investigator assessed the event of iliac stent graft occlusion as related to procedure, related to iliac leg device and not related to pre-existing condition. No further information reported on event. Patient outcome - "the event was considered resolved without sequalae on 21st august 2020 with patient discharged. Patient has since had two-year post op follow up visit on 09 dec 2021, reports no further events or interventions. Imaging at 2-year follow-up visit reports patent graft."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00127, device 2 is being reported under MDR-2247858-2022-00128, and device 3 is being reported under MDR-2247858-2022-00129. For device 2, the expiration date listed on the labeling was (B)(6) 2019; however, the date of implantation was (B)(6) 2019. This was acceptable because on (B)(6) 2016, an extension from a 2 year shelf life to a 3 year shelf life was approved by the notified body. Therefore, the expiration date was actually 12/02/2020.